Event description:
Event consists of a patient experiencing a brain bleed post angiojet procedure. An angiojet procedure was being performed with a solent proxi catheter on a patient with comorbidities consisting of cerebral vascular disease, chronic lung disease, arthritis, uncontrolled hypertension, and a compromised renal status. The patient's last renal dialysis treatment was performed two days prior and was not successful. The angiojet procedure was being performed to declot the patient's existing arteriovenous (av) graft. The physician used 10 mg of tpa (tissue plasminogen activator) in a 500 ml bag of saline. The patient tolerated the angiojet procedure well and the neurological readings that were derived during the procedure were determined to be normal. Later that evening, the patient experienced a brain bleed. The site did not disclose any further information related to this subject event.

Manufacturer narrative:
The product was not returned for evaluation. This event is considered reportable since the patient experienced an adverse event post procedure. The association between the angiojet device and the noted event cannot be conclusively ruled out.